Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. Moisture damage was also found on the motor, battery tube and vibrator during visual inspection. No moisture damage on the keypad assembly noted.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer was able to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.